Manufacturer narrative:
Event site name: (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 23rd august, 2023 getinge became aware of an issue with one of surgical lights - volista standop 400. It was found fork screw was broken causing the connection between fork and spring arm to loosen and the paint was chipping. The photographic evidence confirmed that issues and also indicated that particles were missing from headlight seal. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The correction of d4 catalog#, h3 a device evaluated by manufacturer? H3b device not eval provide code and h3c if other provide code -explain, h4 manufacture date fields deems required. This is based on the internal evaluation. Previous d4 catalog#: ardstp229003a. Corrected d4 catalog#: ard568812910. Previous h3a device evaluated by manufacturer? No. Corrected h3a device evaluated by manufacturer? Yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code explain: device not returned to manufacturer. Corrected h3c if other provide code explain: n/a. Previous h4 manufacture date: 2015-11-11. Corrected h4 manufacture date: 2015-08-05. Getinge became aware of an issue with one of surgical lights - volista standop 400. It was found fork screw was broken causing the connection between fork and spring arm to loosen and the paint was chipping. The photographic evidence confirmed that issues and also indicated that particles were missing from headlight seal. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the examination light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Root cause analysis was performed by subject matter experts at the manufacturer. As they stated: the picture evidence of the volista 400 sf involved shows a partial detachment of the fork axle on the spring arm side. This separation was caused by the breakage of one of the three fixing screws 601010512 of the axle 568801130. The partially-mounted axle therefore showed abnormal play, which was visually detectable. The failure of the screw was probably caused by progressive loosening over a period of around 7 years. This loosening is probably due to tensile stresses applied to the screws or to inappropriate initial tightening. A root cause analysis for paint peeling problem was also performed by subject matter experts and concluded that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. It is also recommended to avoid excessive friction during cleaning or inappropriate cleaning products. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).